Event description:
Following a diagnostic procedure, an angio-seal device was placed without difficulty. The pt returned to the hosp one day post device deployment with a complaint of groin pain. The pt was found to have lost distal pulses, and was taken to the operating room for angio-seal removal. During surgery the collagen was found to have been initially deployed into the artery. The collagen was removed and flow was restored. Follow-up with the physician confirms that the pt was discharged home and remains without further sequelae.